Event description:
A malfunction code was reported on the customer's insulin pump, specifically malfunction 24, which was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. The customer switched to manual daily insulin injections as a backup therapy and was sent a replacement pump by technical support. The customer was instructed on putting the pump into storage mode and advised to return the malfunctioning pump using the provided return box and pre-paid label.